Event description:
The injector flow rate was set for 2ml/sec. The pt was checked after the technologist noted that no contrast was seen on the scan. It was felt that the entire injection of 130ml extravasated. The pt was treated with hot compresses. No further medical intervention was required.